Manufacturer narrative:
Na

Event description:
It was reported that the ventilator locks up with an audible alarm while connected to a pt. The pt was manually ventilated during transport. No pt harm reported.